Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the phenomenon ¿no image¿ occurred because serial digital interface 2 signals were not output due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image coming from the serial digital interface (sdi) 2 port in the video processor. The cable was cross checked but not resolved as the other port was working correctly. The issue occurred during general maintenance with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a faulty main board causing the no image on the monitor screen from the serial digital interface port. Other issues found were: the net spacer was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.